Manufacturer narrative:
If additional information is received, a follow-up report will be submitted.

Event description:
On (B)(6) 2017, neotract was informed of a patient who developed a hematoma after treatment with the urolift system. On (B)(6) 2017, a patient had the urolift procedure with 5 implants placed. The patient did not require a catheter, had no hematuria, and was transferred to the step down unit. Post procedure, the patient had an unsuccessful trial to void (tov) and lost consciousness. His blood pressure was 90/60 (pre-procedure value unknown). He received medication and was stabilized. A bladder scan revealed 450 cc and the patient had a straight catheterization performed. The patient stated he had to urinate and again lost consciousness. Physical exam demonstrated a swollen, hard abdomen. Emergency surgery found a 4 mm arterial puncture and a hematoma. Hemostasis was achieved and the patient was transferred to the ICU with catheter and respiratory support. During recovery, the patient had a hemoglobin decrease of 5.6 g/dl from a pre-procedure value of 13 g/dl. He received vasopressors, 5 liters of fluid, and 5 units of rbcs. On (B)(6) 2017, the patient went into respiratory failure thought to be related to the vasopressors, fluid, and rbcs and not the urolift system. The patient was given lasix, diuresed, and provided bilevel positive airway pressure (bi-pap) respiratory support. The patient recovered and was discharged on (B)(6) 2017.